Manufacturer narrative:
This rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead exhibited a loss of capture (loc) and was found to have dislodged. A revision proceedure was performed; and the lead was succesfully repositioned. No adverse patient effects were reported.